Event description:
The customer contacted stryker to report their device's secondary language was incorrect, therefor audible prompts using the secondary language may not be understood. This may cause a use error and delay or prevent defibrillation therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. Investigation determined the device's language was changed through a remote update. The device will be archived by stryker and the customer will receive a replacement device.